Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that upon inspection it was found to be in need of repair. Upon completion of repair it was determined that there was a bent comb on the device. There was no harm or delay of the procedure.